Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump vibration was not working as intended. There was no reported impact to the customer's blood glucose (bg) level. The customer declined follow up from tandem technical support.